Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on act button. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump alarmed with a pump error and it and it occurred a few times without resolution. The customer's blood sugar is unknown. The insulin pump is returning.